Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. Since olympus did not conduct additional microbial testing, the device was not returned for evaluation, and the customer did not specify their reprocessing steps, a definitive root cause of the positive culture could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the ultrasound bronchofibervideoscope tested positive for an unexpected contamination. An unknown bacteria was detected in culture testing. The automatic endoscope reprocessor (aer) was an endo cleanse neo. The scope was washed and tested again. No bacteria was cultured. There was no reported patient harm or impact due to this event.